Event description:
Dealer stated that the irc5po2 concentrator has low o2 output.

Manufacturer narrative:
Dealer stated that the irc5po2 concentrator has low o2 output. User felt she was not getting enough o2 at home, unit was not alarming for low o2. End user had filled homefill canisters available in the home at the time of the event but it is unknown if they were used. Family called 911 and the user was picked up by an ambulance and user passed away on the way to the hospital. Will update if more information becomes available.